Manufacturer narrative:
Age at time of event: 18 years or older. The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The lot number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Reviewing all details to date, it appears that clinical and or procedural factors may have impacted on the reported event. If any further information becomes available, a follow-up medwatch report will be filed.

Event description:
The patient presented with a total occlusion of a highly calcified sfa from the profunda to the mid-distal sfa. The cto was crossed with moderate difficulty. Significant resistance was felt while crossing the cto and most significant at distal cap of the cto. Several of the wires and catheters had issues with kinking due to the force required to advance. In most cases the kinks occurred due to the rough handling of the device at the hands and not inside the body. Using the same .014 thruway short taper guidewire 49-297, the 6x200x130 innova stent was inserted and was met with significant resistance prior to the desired location for deployment. The decision was made to continue to use the .014 thruway wire and not exchange for a more supportive .035 guidewire to reduce the amount of resistance. Significant force was applied to the delivery system to advance causing the shaft to become like an accordion and become deformed visibly outside the sheath. The doctor mentioned after, he heard something snap. Some of the stent remained inside as you could see the marker bands on the distal end. Broken fragments of the stent were flowering off the distal end of the delivery catheter. The area was crossed again and subsequently dilated with a 4x100 mustang balloon. The goal was to ensure the stent remaining was against the wall and not obstructing the vessel while not breaking the balloon on the metal fragments now in the patient. He was planning to use the sterling semi-compliant balloon. This was successful and two 6x120 epic stents were deployed successfully this time over an amplatz wire for additional support. The completion imaging looked normal and flow was restored. There were no patient complications I am aware of.